Manufacturer narrative:
The 510k codes - not sold in USA. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablation (rfa) for liver cancer, the temperature was suddenly indicated high, and energy output was stopped. The issue was solved by holding the connector. The procedure was completed without further action. There was no patient harm.